Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on her insulin pump. The buttons were flashing and unresponsive. Customer's blood glucose is unknown. Customer is at a water park, so the device was exposed to moisture. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. However, insulin pump's up arrow button did not respond, due to moisture damage on keypad trace. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked case on display window corners, cracked battery tube threads and cracked reservoir tube lip.